Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a literature review that the patient underwent lichtenstein hernioplasty repair and suture was used to close the skin. It was reported that the suture was removed 7 days after surgery. Following the procedure, the patient possibly had urinary retention, wound infection, wound seroma, stitch abscess, scrotal edema, hematoma and post-operative pain. It was reported that the patient who possibly developed wound seroma resolved within 2-3 weeks with conservative management and the scrotal swelling and scrotal hematoma were managed conservatively and hematoma was aspirated. The patient was discharged as soon as possible depending on the postoperative condition. Additional information has been requested.